Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported via a clinic study that the patient's implantable cardioverter defibrillator (ICD) system led to an unspecified infection which resulted in a puffy pocket. It was noted the infection was resolved without sequelae.